Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report 3005168196-2024-00096: section b. Box 4. Date of this report.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
The patient was undergoing a thrombectomy procedure using a neuron select catheter 5f (5f select). During the procedure, while advancing the 5f select to target anatomy, the physician observed under fluoroscopy that the 5f select had fractured. Therefore, the physician removed it from the patient. There was no report of an adverse effect to the patient. No additional information was provided.